Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Eleven brand new samples and one used sample were received for evaluation. A visual and functional inspection were performed and a detached cross spike was found. The root cause and action plan will be documented through a formal corrective and preventive action (CAPA). These actions will be designed to prevent the reoccurrence of the reported condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding sets are leaking at the spike connection.